Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (trutest). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016, 8:00pm. The patient obtained an alleged inaccurate high result of 155mg/dl on the subject meter compared to 105mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. On an unspecified time prior to the alleged issue beginning, she reported that she was experiencing symptoms of "shaky". The patient manages her diabetes with oral medications, diet and /or exercise and stated that on (B)(6) 2016, 8:30pm took more food and/or drink. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Cca noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.